Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889, lot # unk, product type lead.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that patient was having irritation and rash from the belt that holds the external neurostimulator (ens) in place. A couple days later, patient further reported that they had some vaginal itching and grommet broke off the lead. It was also noted that the rubber cover broke. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.